Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 49 and 71 hours. The patient was feeling pain and removed the pod and reported the site appeared red, swollen and there was pus. The patient went to the emergency room (ER) and was prescribed antibiotics to take for 10 days to treat infection. The patient left the ER after 30 minutes. No specific information was provided regarding antibiotics or the name of the hospital. The pod will not be returned.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.